Event description:
Device malfunction: failure to complete thumb advancer step. Time of device malfunction: during vessel closure. Symptoms/ae: thrombosis in the artery. Time of symptoms/ae: after the interventional procedure and vessel closure. It was reported that a physician trained in the use of the starclose attempted arteriotomy closure after an interventional procedure. Reportedly, during step 3 the thumb advancer stopped approx 1 cm from the finish arrow. The safety release button was pushed and the device was removed without incident. Hemostasis was achieved using manual compression. After the procedure a slowing of blood flow in the leg was noted and a thrombosis was observed at the access site. No intervention was reported to treat the thrombosis and the pt was reported to be doing fine. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.